Manufacturer narrative:
According to the customer, on (B)(6) 2023 when using the rytec the "blue flake strands" were "coming off" in the "operative field". The customer reported the gauze was removed "manually with forceps" and the area was irrigated. The customer reported the procedure was able to be completed with a delay and the "patient is ok". The customer reported there was no serious injury or follow-up care related to the reported event. The customer reported the sample is no longer available for return evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2023 when using the rytec the "blue flake strands" were "coming off" in the "operative field".